Manufacturer narrative:
E3: infection control practitioner. This report is being updated to provide corrected information and investigation findings. New information is reported in d8, e2, e3, h4, h6, and h10. Corrected information is reported in e1: reporter name, phone number, email address. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device has the following warning for the user related to this event: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. The customer did not respond to olympus¿ offer to send an endoscopic support specialist (ess) onsite to evaluate reprocessing procedures and provide education or to olympus¿ offer to culture the scope as part of the investigation. Conclusion: the definitive cause of the user¿s experience cannot be determined. The user facility declined to provide sufficient details/information or allow olympus to go onsite to perform an evaluation of their reprocessing procedures. These actions would have facilitated olympus' ability to determine a root cause.

Manufacturer narrative:
The customer refused to provide additional information.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on medwatch # (B)(4).

Event description:
It is reported an unknown time after a procedure with an evis exera ii bronchovideoscope, the patient developed an unspecified infection. It is not known at this time if the infection was related to the procedure or bronchovideoscope. Additional details regarding the patient and reported event have been requested, at this time, no information has been provided. This facility has reported three patient infections following procedures using bf-1th180 scopes. Case with patient identifier (B)(6) reports a patient infection following a procedure using a bf-1th180 scope. Case with patient identifier (B)(6) reports a patient infection following a procedure using a bf-1th180 scope. Case with patient identifier (B)(6) reports a patient infection resulting in death following a procedure using a bf-1th180 scope.